Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013, 22:46:28. During night drain cycle four, the patient's ultrafiltration reading was 1863 ml, indicating the home patient (hp) drained 1863 ml more than their maximum programmed fill volume of 3000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be one or more cycles advancing to the next fill when slow or no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a follow up report will be submitted.